Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb and fluoroscopic functions pcb nodes were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.